Manufacturer narrative:
The manufacturer received the device for investigation on december 14, 2016. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that an extractor with sliding hammer was used in a surgery on (B)(6) 2016. Extractor (three parts) could not be disassemble after usage. The thread of the extracor was damaged.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the extractor (three parts) does not disassemble. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: the whole device was returned for investigation. The visual examination showed normal sign of usage of all three parts. The thread of the second part "extension part" (front part) looks destroyed. Functional check: a functional check was conducted by assembling and disassembling part 1 and part 2 (tighten and loosen the thread). It could be performed as intended. Root cause determination using rmw : instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance, => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient, => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Inadequate usability of instrument due to inadequate design for intended handling performance, => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Instrument breaks or deforms due to off-label / abnormal-use , => possible, the thread is completely damaged and the device cannot be used anymore. It is not described how the device was used. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition, => possible, the thread is completely damaged and the device cannot be used anymore. It is not described how the device was used. Conclusion summary: the event could not be confirmed as the three parts could be disassembled as intended. However, the thread of the "extension part" (front part) is destroyed. There are several conditions that might have contributed to this failure, e.g.: contaminated thread by foreign particles or substances can change the force distribution; loads in not only axial direction also change the load distribution on the thread; if the thread is not fully tightened, there is some clearance and not all thread turns are loaded. An exact root cause for the damaged thread could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).